Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was charging with their recharger and had a normal charging screen showing the ins 1/2 full when the charger just shut off. When the patient checked their ins the battery was empty and the stimulation was shut off. The rep confirmed the screen icons and feels confident that the patient understands the different battery icons. The patient has a different recharger for their other device and that is an option as well. Troubleshooting was not possible at this time as they didn't have the device. The patient asked if moving would cause an issue and it was reviewed that this would be expected with the other device as well and there were no issues. The patient was going to attempt to charge again and contact the rep with any codes or issues arise.